Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c contained foreign matter. Rcc received a complaint via email. "Syringes filled with drug product were observed to contain white, wispy particles floating within the syringe barrel. One representative units was sent to gateway analytic for testing with the following results. Internal testing of the impacted product identified a significant number of small white specks that were uniform in size and appearance. Each filter disk was examined following mechanical agitation intended to remove any loosely adhered surface particles. Upon re-examination, all white specks remained present on the filters, with the exception of a single speck that was not observed post-agitation. This absence is attributed to lighting variation during analysis rather than actual particle removal. Based on these findings, the investigation supports the conclusion that the observed specks are oil-based in nature and not loose foreign particulate matter. This issue has resulted in the rejection and disposal of multiple production lots. The condition has been observed exclusively with the individually wrapped 3ml syringes (08290-3096-57). To date, this issue has not been observed with syringes received in trays (309702, 3 ml bd luer-lok¿ syringe pharmacy convenience pak). Due to the confirmed presence of unacceptable material and the associated impact on product quality, the remaining inventory of the affected syringes has been quarantined and is considered unsuitable for use". The defects were noted after the filling process and prior to release to the market. Can you please provide an exact date of event in format dd-mmm-yyyy of each individual lot? 5048698 - 05-dec-2025, 5015655 - 05-dec-2025, 4340247 - 04-dec-2025, 4340239 - 18-dec-2025, 5015657 - 23-dec-2025, 5015670 - 19-dec-2025. Total number of occurrences of each individual lot? For each lot, the defect was observed in the majority of syringes; therefore, an exact count was not performed, as a 100% visual inspection was not deemed prudent. These numbers are based on the number of units issued to production. 5048698 - 1200, 5015655 - 200, 4340247 - 2000, 4340239 - 600, 5015657 - 1000, 5015670 - 1000.

Event description:
No additional information.

Manufacturer narrative:
One photo and nineteen physical samples were received by our quality team for evaluation. In the photo, the presence of particles can be observed adhered to or suspended along the inner wall of the syringe barrel. However, when the samples received and twenty retain samples from each reported lot were evaluated, no particles or foreign matter were detected in the cylinder. Without the actual sample involved with the incident, verification of the foreign matter can not be completed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined. This incident has been added to our database of reported incidents.